Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. During troubleshooting with tandem technical support, the malfunction alarm was cleared and insulin delivery was able to be resumed. Customer reported blood glucose (bg) level was 300 (mg/dl). Customer stated a bolus via the pump would be delivered to address bg level. In addition, the customer reported the battery was observed to be depleting quickly. Although requested, pump data was not uploaded for tandem technical support to review. Multiple attempts were made to follow up with the customer on the reported issue. No response from the customer was received. There was no impact to the customer's blood glucose level due to the battery issue.